Event description:
It was reported a patient underwent a laminectomy on (B)(6) 2022 and topical skin adhesive was used. Then, reoperation was performed. On (B)(6) 2022 contact dermatitis developed. After that, patient had an (B)(6) infection. On (B)(6) 2022 wound cleaning was performed, and vac therapy was started. On (B)(6) 2022, wound cleaning was performed and vac therapy is continued. On (B)(6) 2022 , wound closure after wound cleaning is scheduled. The product was used on the back. Wound dehiscence occurred. (B)(6) infection developed after contact dermatitis. The patient is currently hospitalized and continues to receive vac therapy. The surgeon said the product was only washed and no drug was administered. Because vac therapy is continued and washing was performed 3 times. Also, it is necessary to close the wound again. Further details are not provided . No sample will be returned. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Additional information received: [treatment plan] the surgeon said that if there is no problem next week, the wound will be closed. [Surgeon¿s opinion about causal relationship between product and event] the surgeon believed that there was a causal relationship between product and event. [Other contributing factor] the patient was an atopic patient. (B)(6) the wound was closed. (Pdpb740d was used on fascia, d10112 was used on subcutaneous dermis, 5-0 nylon was used on epidermis and mepilex was used.) The patient was scheduled to be discharged from the hospital (B)(6). Additional information has been requested however not received. If further details are received at a later date a supplemental medwatch will be sent. Is photo available of patient reaction? Please describe how was the adhesive was applied. What prep was used prior to, during or after adhesive use? Was a dressing placed over the incision? If so, what type of cover dressing used? Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Is the patient hypersensitive to pressure sensitive adhesives? Was patient screening done prior the procedure, e.g. Check patient not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? Patient demographics: initials / ID, date of birth; bmi. Patient pre-existing medical conditions (ie. Allergies, history of reactions). Has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? Current patient status. Were lab cultures performed? What were the results? No product is available for return. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6. Health effect - clinical code. Additional information has been requested and received. If further details are received at a later date a supplemental medwatch will be sent. Is photo available of patient reaction? No. Please describe how was the adhesive was applied. Unknown. What prep was used prior to, during or after adhesive use? Unknown. Was a dressing placed over the incision? If so, what type of cover dressing used? After negative pressure wound therapy, dressing was placed is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Unknown but the patient has atopic dermatitis. Is the patient hypersensitive to pressure sensitive adhesives? Unknown but the patient has atopic dermatitis. Was patient screening done prior the procedure, e.g. Check patient not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? Unknown. Patient demographics: initials / ID, date of birth; bmi 20 years old. Patient pre-existing medical conditions (ie. Allergies, history of reactions) the patient is an atopic patient. Has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Unknown. The patient had no past medical history. Was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? Unknown. The patient had no past medical history. Current patient status. The patient will discharge soon. Were lab cultures performed? Unknown. What were the results? Unknown. Additional information was given. Prineo was used both in the index procedure and reoperation. Additional information: on may 6, the wound was closed. (Pdpb740d was used on fascia, d10112 was used on subcutaneous dermis, 5-0 nylon was used on epidermis and mepilex was used.) The patient was scheduled to be discharged from the hospital on or after may 16. The patient was discharged from the hospital on may 13. Health injury details : the wound was closed but there is a pigmentation in the epidermis. The surgeon said it is the color of dermabond. The pigmentation is on the back, and the patient is male, so the condition is left as it is. From now on, the surgeon will not use dermabond to patients with allergies at the time of medical interview. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.